Event description:
It was reported that the system will not complete power on self test after generator checks. The dv5 console powered on but would not connect to the tower or the robot. The tower would partly power up but could not complete the self test. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the tower common compute controller (ccc) failed and replaced it to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the reported failure was replicated. A visual inspection revealed no issues related to the reported problem, and no errors were found in the lighthouse (aperture) system. The component was installed on an internal test system and powered on. The vsc power switch was flashing blue, indicating that the power-on self-test was not complete and the ssc and psc were not connected. An attempt to connect to the ccc to program the board was unsuccessful. Bench testing verified that the ccc had been bricked. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Based on these findings, the failure analysis team concluded that the root cause of the reported failure was a bricked ccc.